Event description:
The date of the event is unknown. Customer reported that a secondary flow into a primary IV bag occurred. A secondary tubing/secondary flow was being used and upon hanging the secondary bag, it was noticed that fluid was dripping faster than it should. The secondary tubing was changed; however, the problem persisted. The primary set was changed resolving the problem. No pt harm occurred and no medical intervention was required. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.